Manufacturer narrative:
It was reported that the implant fixture stayed in-situ at all times and the patient has completely recovered. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
Per the physician, the patient was admitted to the hospital and administered IV antibiotics for an infection at the site of the fixture. The implanted device remains.